Event description:
It was reported that a patient expired while connected to the referenced ventilator. There was no malfunction reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and was not able to duplicate any malfunction. The device passed all testing and meet the manufactures specifications at the time of service. As a precautionary measure the cse instructed the customer to run the vent for an additional 48 hours before the unit is returned to clinical use.